Event description:
It was reported that the iab was inserted in the femoral artery using an introducer sheath. Then, the catheter's central lumen fractured. As a result of this, the iab was removed. There were no pt complications.